Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support instructed the customer to remove and inspect the cartridge, discard the damaged cartridge, and fill a new one. Despite following these instructions, the error persisted with multiple cartridges. Consequently, technical support arranged for a pump replacement, confirmed the shipping details, and guided the customer on using multiple daily injections as a backup therapy. The customer was instructed to return the faulty pump within ten days using a prepaid label.